Event description:
It was reported that during a pulse generator changeout procedure, bipolar atrial impedance was 350 ohms. When the pocket was closed, the bipolar impedance was <200 ohms. When the pocket was reopened the impedance was still <200 ohms.